Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device did not detect an occlusion alarm and the patient had diabetic ketoacidosis. The patient was admitted at the diabetic clinic for 6 hours. The patient was administered an insulin drip and treated hourly with rapid acting insulin. The blood glucose results were not provided. The infusion device was requested to be returned for product evaluation.